Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the battery impedance trend was rising. Recommended replacement time (rrt) was triggered on (B)(6) 2016 due to impedance. Daily battery trend data shows gradual rise/varying battery impedance. Early rrt alert, without corresponding battery depletion. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.